Manufacturer narrative:
The bur subject to this complaint was not returned for eval. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that a drill broke suddenly during a surgical procedure. It was further reported that the procedure was successfully completed following removal of the drill tip from the pt. No adverse consequences were reported.